Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tachyarrhythmic episode, which the device initially withheld therapy for due to classification as supraventricular tachycardia. Approximately three minutes later, the patient experienced a similar episode, however the device failed to withhold therapy ¿ anti-tachycardia pacing followed by two shocks. Programming changes were suggested. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.